Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an inaccurate fill estimate was observed. There was no reported adverse impact to the customer¿s blood glucose level. During duplication testing by the distributor, the issue could not be confirmed.